Manufacturer narrative:
Unit received with cracked and scratched keypad overlay. Unit received with minor scratched lcd window and case. Unit received with missing retainer ring and reservoir tube o-ring. No cracks on the back of the case were noted per visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a long crack all along the length of the battery tube. The customer's blood glucose reading was unknown at the time of incident. No further details given.